Event description:
Additional information was received that the ped had a poor deployment and there was resistance, so it might have been caused by a m icrocatheter, the customer suggested.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that that resistance occurred in the tip of the catheter. There was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline failure to open in the distal section. The patient was undergoing surgery for flow diversion treatment of a saccular, unruptured aneurysm in the c2 to c3 with a max diameter of 16 mm and a 7 mm neck diameter. The landing zone was 3.8 mm distally and 4.9 mm proximally. The accessed vessel was the internal carotid artery/middle cerebral artery with a diameter of 2mm - 5mm. It was noted the patient's blood flow was xxx and vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 223. Post operative findings related to the blood flow imaging showed no change. It was reported that after it was prepared as per the attached text and inducing phenom27 to mca, the sleeve was removed with mca; however, the stent distal end was not deployed properly, so it was successfully placed when the stent was changed by removing one end. It was reported there was a deployment failure in the distal stent region. The pipeline was no positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed three or more times. There was no kind of operation performed such as using another device to deploy the stent. The stent was removed from the patient's body by resheathing and retrieving with the microcatheter. The pipeline was not used for an indication that is off-label. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a guide catheter, axcel guide ax0102 guiding sheath, phenom 27 microcatheter 160¿ fg15160-0615-1s lot:223339694, chikai 200cm guidewire (lot 220929a30a).

Manufacturer narrative:
Unknown healthcare professional information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.